Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices and/or guidewires), patient factors (severe septal hypertrophy) may have contributed to the lv perforation, surgical repair and subsequent patient death on pod1. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. Post valve deployment, the patient became hypotensive; heart massage and immediate intubation were performed. Post deployment echo indicated a laceration of the wall of the hypertrophic left ventricle (lv). Pericardiocentesis was performed. The patient was transferred to cardiovascular surgery in order to repair the left ventricle. After the repair procedure, the patient was transferred to the ICU, in stable hemodynamic condition. On postoperative day (pod) 1, the patient expired while in the ICU. The cause of death was reported to be cardio-circulatory arrest. The native annular diameter measured 34mm x 31mm by CT. Moderate valvular calcification and moderate leaflet calcification was reported. Calcification of the aortic mitro junction was also reported. It was speculated that the guide wire perforated the lv during the deployment of the valve.